Event description:
It was reported that during stent assisted coil embolization of pcoma aneurysm, the subject stent would not advance in the catheter. When the physician tried to withdraw, the subject stent deployed prematurely inside the microcatheter. The device was removed and replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during stent assisted coil embolization of pcoma aneurysm, the subject stent would not advance in the catheter. When the physician tried to withdraw, the subject stent deployed prematurely inside the microcatheter. The device was removed and replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging. During visual/microscopic inspection, the subject device was returned with a microcatheter (no visual defects seen with the catheter). The stent delivery wire (sdw) was seen to be kinked. The stent was seen to be deployed from the sdw distal tip. The stent was seen to be broken (this break was caused during analysis). The introducer sheath was not returned. During functional inspection, the returned catheter was flushed and a patency mandrel was advanced through to determine if the stent was within the catheter deployed. The mandrel would not advance past 100cm from the hub so the catheter was cut at this point where the stent was found at this point to be deployed within the catheter, upon trying to remove the stent from the catheter the stent was broken this break was caused during removal of the stent during the functional test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter and stent difficult/unable to transfer could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was when delivering the stent it could not be delivered out of introducing sheath, the operator added big force and finally delivered it into microcatheter, as per the products dfu-direction for use it contains the following statement "if excessive resistance is encountered during the use of the neuroform atlas stent system or any of its components at any time during the procedure, discontinue use of the stent system". As the operator continued using the device after the friction was felt within the introducer sheath during the procedure, an assignable cause of user error will be assigned to the as reported and as analyzed events of stent deployed prematurely during use, as reported events of stent difficult/unable to transfer and stent difficult/unable to advance or pullback through catheter and as analyzed event of stent delivery wire kinked/bent since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.